Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated the cartridge needed to be changed for an unspecified reason. Customer's blood glucose level was 160 mg/dl. The customer reloaded the cartridge and was able to successfully resume insulin delivery.